Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly reset twice and pump shut off. Customer found low battery alerts/alarms in pump history; however, alleged the alerts did not sound. Tandem technical support verified pump volume settings were all set to high. Customer successfully resumed insulin delivery. There was no reported impact to customer's blood glucose.